Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main trachea to treat an external pressure stenosis during a stent implantation procedure performed on (B)(6) 2024. During the procedure, the advancer was stuck and could not be pulled to deploy the stent. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There was no patient complication reported as a result of this event. The patient condition was stable at the end of the procedure.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a 15 captures the reportable event of ultraflex tracheobronchial stent partially deployed.

Manufacturer narrative:
Block e1: initial reporter facility name: the first affiliated hospital of guangzhou medical university. Block h6: imdrf device code a 15 captures the reportable event of ultraflex tracheobronchial stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis, the delivery system was not returned. Visual inspection found the stent was fully expanded. No damages were noted to the stent. Product analysis did not confirm the reported event of stent partially deployed and stent deployment suture knotted. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/ product label. Additionally, stent partially deployed is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the main trachea to treat an external pressure stenosis during a stent implantation procedure performed on (B)(6) 2024. During the procedure, the advancer was stuck and could not be pulled to deploy the stent. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There was no patient complication reported as a result of this event. The patient condition was stable at the end of the procedure.